Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to poor performance and partial insertion. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 12, 2022.

Manufacturer narrative:
Correction: the date of explant (d6b) was filed inadvertently in the previous report, the correct date should be (B)(6) 2022. Device analysis report attached. This report is submitted on june 27, 2022.